Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they felt a rushing through their chest like blood rushing through their body. It was further reported that the patient was experiencing diaphragmatic stimulation. Reprogramming occurred. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.